Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that touch screen does not respond. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse tried to calibrate the touchscreen but the issue did not resolve. As a correction, the fse replaced touchscreen to resolve the issue. The system was confirmed to be working as per specification post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.